Manufacturer narrative:
Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusion). The device involved in this case was received by our product evaluation laboratory for a full evaluation. The report of "arm mount sample site tubing was detached from the connector" was unable to be confirmed. As received, all connections were tight and secure. No visible damage was observed from returned kit during visual inspection. No leakage was detected from the kit during leak test. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Further engineering evaluation, no root cause could be determined since the reported malfunction could not be confirmed. However, there are manufacturing controls such as visual inspection, sampling inspection, manufacturing continuous monitoring sampling and leak test to avoid potential causes related to the reported pressure tubing detached malfunction.

Event description:
As reported, during set up of this pressure monitoring set with vamp, the arm mount sample site tubing was detached from the connector. There was no allegation of patient injury. Patient demographic information unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.